Event description:
The article, "modified arteriovenous loop technique for successful antegrade device closure of perimembranous ventricular septal defects with aortic valve prolapse¿a single-center experience", was reviewed. The article presented a retrospective, single-center study on a new method for device closure of such ventricular septal defects (vsds) having outlet extension using a novel modification of the arteriovenous (a-v) loop technique for successful device delivery through antegrade route without causing damage to aortic cusps by deploying the device under the prolapsed aortic valve and approximating the defect. Devices included in the study were mf-konar, cocoon, and amplatzer duct occluder ii. The article concluded safe and satisfactory closure of vsds close to aortic valve without causing aortic valve damage is possible with the modified antegrade a-v loop technique. [The primary and corresponding author was muthukumaran chinnasamy sivaprakasam, department of pediatric cardiology, apollo children¿s hospital, thousand lights, chennai, tamilnadu 600006, india, with corresponding email: ach.paedcardio@gmail.com]. The time frame of the study was from january 2024 to august 2024. A total of 44 patients were included in the study, of which 25 (57%) received an abbott device. The average age was 3.5 years, the average weight was 12kg, and the majority gender was male. Comorbidities included peri-membranous ventricular septal defect, and aortic regurgitation.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: modified arteriovenous loop technique for successful antegrade device closure of perimembranous ventricular septal defects with aortic valve prolapse¿a single-center experience.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including peri-membranous ventricular septal defect, and aortic regurgitation. Complications reported included unexpected medical intervention (snaring, blood transfusion), arrhythmia, hematoma, residual shunt, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: modified arteriovenous loop technique for successful antegrade device closure of perimembranous ventricular septal defects with aortic valve prolapse¿a single-center experience.

Event description:
N/a.